Manufacturer narrative:
This report is submitted on january 18, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to remove the abutment due to skin overgrowth.